Manufacturer narrative:
The device was not returned for evaluation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported during the implantation of an intraocular lens (iol), the cartridge broke. Additional information was requested.

Manufacturer narrative:
The cartridge was not returned for evaluation. A photo was provided of the cartridge in front of the patients eye. The lens can be observed in the nozzle. The tip is broken at the parting line and bent upward (still attached). A determination of the cause of the damage cannot be made from the photo. The cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on the review of the provided photo, the cartridge tip is broken. The lens can be observed in the nozzle. A determination of the cause of the damage cannot be made from the photo. The manufacturer internal reference number is: (B)(4).